Event description:
It was reported that balloon rupture occurred. The patient was undergoing percutaneous coronary intervention. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to middle right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at few atmospheres, the balloon ruptured. The device was removed without any problem and a pinhole was noted. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The patient was undergoing percutaneous coronary intervention. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to middle right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at few atmospheres, the balloon ruptured. The device was removed without any problem and a pinhole was noted. The procedure was completed with another of same device. Noo patient complications nor injuries were reported. It was further reported that the balloon ruptured during inflation at three to four atmospheres. Neither the balloon nor a segment of the balloon detached inside the patient after it ruptured. Post-procedure, the patient was in good condition.